Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the surgeon is still watching the patient and does not plan on taking the screw out at this time.

Manufacturer narrative:
Additional information received on 19 october 2016 and includes: at 3 weeks the patient heard a large pop while performing passive rom exercises into flexion. The patient never felt any discomfort. Per the physician, the patient is extremely happy with their knee and has absolutely no complaints of pain. The patient is scheduled to have their other knee replaced in (B)(6) 2017 and would like to wait until then to address the issue. The surgeon has counseled the patient regarding the issue and has asked the patient to please notify his office or him directly with any issues between not and his next office visit. On 28 october 2016 the (B)(4) performed a clinical evaluation and commented as follows: the insert locking screw is fractured, as shown in the reported x-rays. The relation with excessive knee flexion is not plausible. The most probable cause is a problem arisen at surgery, such as excessive torque coupled with bending moment, for instance. This may not be discernible from immediate postop x-rays because there may be no diastasis between the two screw ends. The loose broken screw should be removed. No negative consequence is to be expected for the prosthesis to work without screw. Batch review performed on 03 november 2016. Lot 143378: (B)(4) items manufactured and released on 28 august 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
Approximately 3 weeks post-operation, the patient flexed the knee too much. The surgeon believes there may be an issue with the screw (the screw may have backed out). The revision is not scheduled at this time.

Manufacturer narrative:
Additional information received on 11 january 2017 and includes: the surgeon did a primary on the right knee to this patient. The patient did not want the broken screw (on the left knee) removed at that time. X-rays show that the screw is still contained in the hole of the poly insert and has not moved. The surgeon is going to continue to follow up with the patient and see about removing it, but as of now there is nothing scheduled.